Event description:
The end user stated the nylon seat upholstery is tearing. The user stated she slides on the seat upholstery to transfer. She sustained a scratch that resulted in a bruise to her residual limb from the seat upholstery on a trsx50fbf manual wheelchair. No medical intervention reported. Will update if more information becomes available.